Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a 6 mm, 23" infusion set; the user stated dinner was announced but insulin was not effectively delivered, later noting a bent cannula upon set removal, and there were no pump alarms indicating a delivery stop. Symptoms included elevated blood glucose up to 416 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included persistence of high glucose for several hours without medical intervention, ketone testing, or use of backup therapy at the time of the initial report; the user planned a manual injection per physician guidance and was advised to remain disconnected from the pump for at least two hours. Investigation included troubleshooting and education regarding infusion set integrity and set change. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a probable contribution from infusion set or cannula damage given the bent needle observation and continued hyperglycemia after a meal announcement despite no pump alarm. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.